Event description:
A review of the patient's programming history indicates that a generator diagnostic test was performed, without a final interrogation afterwards. Upon initial interrogation at the next visit, on (B)(6) 2005, the patient's settings were found to have changed from the generator diagnostic test performed on the previous visit.

Manufacturer narrative:
Analysis of programming history.